Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) was scheduled to have a defective lead replaced (note: the lead was not manufactured by st jude medical). During the procedure, the physician observed notable peeling to the plastic coating around the ipg can and header. The physician was reluctant to reimplant the ipg as she felt the coating could deteriorate further and result in a possible infection. The physician elected to replace the ipg. It was noted this event extended the procedure by approx 5 minutes. Effective stimulation was restored post-operatively.